Event description:
The customer reported that the AED will not power on. Tthe customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The maintenance schedule is reported as 'not very often'. Communication with the customer: the customer received a new battery pack; cleared the service code warning and the asi is flashing green. The device is ok to remain in service. Reviewed proper maintenance and requested customer to download the log history files and send to manufacturer for additional evaluation. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a follow-up MDR shall be submitted.